Event description:
It was reported that while the programmer was in the "patient search" the screen turned black and the programmer was unable to identify the device. The programmer's power was recycled a couple of times but the programmer did not reset. It was noted that this was the same problem it was just sent in for in june. The programmer was returned for service again. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer experience however it did determine that solder joints of the radiofrequency head connector on the link electronic module (lem) board are cracked, that the board needed to be replaced. Concomitant products: product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).